Event description:
The staples did not fire. The tear in the lung tissue was approximately 2-3 cm. A different device was used after the first device did not fire staples. The pt had no problems following surgery.